Event description:
It was reported that the patient presented for an implant procedure. It was noted that the implantable cardiac monitor (icm) failed to sense. No intervention was performed and the icm remained implanted. The patient was in stable condition and will continue to be monitored.